Event description:
It was reported the patient was injured due to a ¿defective¿ pain pump system¿s failure to deliver medications as prescribed which reportedly required removal and/or replacement of the ¿defective¿ device. The device system caused the patient and their family, personal and economic injuries, including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to remove and/or replace the defective device. No further information was provided including the type of medication being delivered via the device system, what specific symptoms the patient experienced, if the device was replaced versus explanted or the patient was now doing. Should additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).